Event description:
It was reported that during a laparoscopic oophorectomy procedure, while taking the fallopian tube while removing an ovary, the device locked down and the jaws could not be opened. The tissue was not thick. They activated the device to insure the tissue was sealed and then they used bi-polar scissors to cut around the device to remove it. The procedure was completed with the bi-polar scissors. There was no pt impact. The device will be returned for analysis. Add'l info: this was the first time for the surgeon to use enseal by himself. He had used it in the past with another surgeon but not by himself.

Manufacturer narrative:
Date sent: 09/15/2009. Info anticipated; but unavailable at this time.